Manufacturer narrative:
Event evaluation still under investigation.

Event description:
A male underwent initial aaa repair in 2008. The patient had a very tapered, angled, calcified neck that was very short just distal to the renal artery. Although the patient was outside of the zenith criteria, the physician placed a flex main body and two iliac leg grafts. At the conclusion of the case, there was a slight proximal type I endoleak. The physician wanted to wait and see what happened after the heparin wore off and evaluate what to do at the follow-up appointment. Then in 2009, there was an additional procedure due to the persistent endoleak. He decided to try and place an extension cuff after the follow-up to try and straighten out the anatomy and get a better seal. He placed two extension cuffs during the second procedure but the endoleak continued.